Manufacturer narrative:
Reported issue: mps reported that he was unable to get into rio set up position, arm kept locking. He tried shutting down, restarting, changing mics, did mics status,which passed, and arm would still not get into set up position. Arm was on the correct side but when the trigger was squeezed it would move a little then just lock up. Mps called after the fact and had already spoken with the fse. Patient was not under anesthesia. Surgery not to be completed robotically. Case type: tka, procedure completed manually. Updated additional event discription . Updated received additional event information ""the system started failing with a cable connection error with the mics detailed above. Fsi recommended replacing it"" surgical delay <= 15 minutes."" Product inspection: the product was not evaluated as the product was unavailable for inspection CAPA has been raised for the same. Device history review: review of device history record indicate that 25 devices were manufactured under lot 42030119 and 24 accepted and 1 rejected on 27 february 2019. Review of qt revealed that the non conformance is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42030119 shows no additional complaints related to the failure in this investigation. Conclusion: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required.¿ if additional information is received then the complaint will be reopened. H3 other text : device not available.

Event description:
Mps reported that he was unable to get into rio set up position, arm kept locking. He tried shutting down, restarting, changing mics, did mics status,which passed, and arm would still not get into set up position. Arm was on the correct side but when the trigger was squeezed it would move a little then just lock up. Mps called after the fact and had already spoken with the fse. Patient was not under anesthesia. Surgery not to be completed robotically. Case type: tka. Surgical delay <= 15 minutes. Updated additional event description - "replacement for mics associated with complaint (B)(4). The system started failing with a cable connection error with the mics detailed above. Fse recommended replacing it."

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.

Event description:
Mps reported that he was unable to get into rio set up position, arm kept locking. He tried shutting down, restarting, changing mics, did mics status,which passed, and arm would still not get into set up position. Arm was on the correct side but when the trigger was squeezed it would move a little then just lock up. Mps called after the fact and had already spoken with the fse. Patient was not under anesthesia. Surgery not to be completed robotically. Case type: tka. Surgical delay <= 15 minutes. Updated additional event description - "replacement for mics associated with complaint (B)(4). The system started failing with a cable connection error with the mics detailed above. Fse recommended replacing it."